Event description:
We were informed on (B)(6) 2020 that a nuvectra patient underwent an explant procedure due to the system being non-functional. This is not a device manufactured by boston scientific. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).